Event description:
The customer complained that reproducible, lower than expected, vitros tsh results were obtained from two different patient samples tested on a vitros 5600 instrument when compared to non-vitros tsh methods. Patient sample 3: vitros tsh results: 0.262, 0.267 miu/l vs. Expected 2.52 miu/l. Patient sample 4: vitros tsh results: 0068, 0.055 miu/l vs. Expected 1.61 miu/l. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The patient results were not reported outside of the laboratory and there was no allegation of patient harm as a result of these events. This report is number two of two MDR¿s for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc. Complaint numbers (B)(4).

Manufacturer narrative:
The investigation determined that reproducible, lower than expected, vitros tsh results were obtained from two different patient samples tested on a vitros 5600 instrument when compared to non-vitros tsh methods. The assignable cause of the event is unknown; however, an unknown sample interferent that affects the vitros tsh assay but not the non-vitros methods cannot be ruled out. There was no indication the vitros 5600 instrument or the vitros tsh reagent malfunctioned.